Event description:
Clinical study site reported protime results 1.1 inr different from lab results 1.9 inr. Pt therapeutic range reported as 2.0 to 2.5. No report of adverse event, serious injury, or intervention. This event occurred outside the united states.

Manufacturer narrative:
(B)(4). MFR is awaiting completion of product evaluation.